Manufacturer narrative:
The manufacturer's investigation was based on the examination of the affected evita v800 with serial number (B)(6) by a draeger service technician and log file analysis. Further email correspondence was also included in the serious injury case. The analysis of the provided log file has shown that several alarm messages concerning "no inspiratory flow detected", "minute volume low", "minute volume high", "tidal volume high", "pressure limited", "disconnection detected", "tidal volume high", "tidal volume low" and "leakage" were posted by the display at the reported time of event on (B)(6), 2021. As per log file the alarm message "no inspiratory flow detected" was already posted since august 16. These alarms were thus alerted by the device over a longer period of time, seemingly without any reaction from the user. As per log file a pediatric patient with a weight of 5.2 kg were selected. The last successful system test was performed on (B)(6). Based on the entire investigation results, no device failure could be detected. An issue with the breathing system (e.g. Blocked filter or faulty hose, not blocked intubation tube, condensate in breathing circuit system) is the most likely root cause for the raised alarm messages. The IFU give the following note concerning active humidification in combination with a respiratory filter: "warning: increased resistance. Medication nebulization and active humidification may increase the resistance of additional components. Check the breathing circuit regularly for signs of increased resistance and replace additional components if necessary." As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of any detected deviation concerning the breathing circuit or measured ventilation parameters the system will post accompanying alarm messages to inform the user about the problem. The device reacted like specified and posted accompanying alarm messages to inform the user. According to requests from the manufacturer, the child could be left the hospital without further complications. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported while being ventilated on a v800 a baby had a respiratory/cardiac arrest and had to be resuscitated.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported while being ventilated on a v800 a baby had a respiratory/cardiac arrest and had to be resuscitated.